Event description:
The physician was performing a distal radius surgery with an acumed acu-loc vdr plate, std. The surgeon checked the x-ray photo immediately after the surgery was completed and did not see any issues. One week later, he checked the x-ray photo and found that the most distal screw backed-out. The physician performed a revision surgery to remove the backed-out screw.